Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue could not be reproduced. The ultrasonic sensor readings were found to be within specification. A review of the event history log revealed multiple 'air in line' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line during an unspecified process step. There was no patient involvement. .